Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. Customer stated insulin pump had multiple insulin pump error. Customer stated insulin pump screen was not turn off. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm frozen screen due to constant critical pump error alarm. Device also received with cracked keypad at select button, cracked case corner of belt clip rails and faded serial number label.